Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31 UDI #: (B)(4). Mfg date: 2016-03-31. (B)(4); brand name: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. UDI #: (B)(4). Mfg date: 2016-03-31. (B)(4); brand name: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2017-04-30 UDI #: (B)(4). Mfg date: 2016-04-30. (B)(4); brand name: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. UDI #: (B)(4). Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Brand name: battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31 UDI #: (B)(4). Mfg date: 2016-03-31. (B)(4); brand name: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. UDI #: (B)(4). Mfg date: 2016-03-31. (B)(4); a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that battery disconnect alarms occurred intermittently while both power sources were connected. The controller was exchanged. After the controller exchange, the connections and batteries were examined and it was noted that the batteries were difficult to insert and remove on the old and new controllers. There was some visible damage (minor scratching and rough spots) noted on the battery connections, but no obvious damage to the connections on the controller. All the batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The six were not returned for evaluation. A review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The reported mechanical connection issues could not be confirmed on the controller. Failure analysis of the batteries could not be performed since the units were not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited to, connector damage on the battery output cable. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections. The reported power disconnect alarms could not be confirmed; however, momentary disconnections will result in an audible tone which was most likely perceived by the patient as the reported intermittent power disconnect alarms. As a result, the reported event was confirmed. The most likely root cause of the reported event, and power switching events, can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to review momentary disconnections. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2017-04-30. Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. If information is provided in the future, a supplemental report will be issued.